Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10), subsequent manufacturing date (11) and expiration date (17) are unknown; therefore, the UDI number only will contain the device identifier (01). E1: initial reporter address: (B)(6). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of micro-volume extension sets leaked from the filter. This occurred prior to patient use. The sets were not used with a power injector. There was no patient involvement. No additional information is available.